Event description:
It was reported that during treatment of a pulmonary avm, a embolization coil implant detached unexpectedly when 5cm was in the target vessel and the remainder was in the catheter. The coil was retrieved using a snare device and removed from the patient. Another product was used to continue the procedure. Subsequently, the procedure was successfully completed. There was no patient injury.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned for evaluation. The alleged product issue could not be confirmed. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.